Event description:
Boston scientific received information from a health care provider that while performing a electrophysiology study and a possible ablation on this patient implanted with this pacemaker, the patient went into complete heart block. The device was interrogated, however, the device was out of range and telemetry noise noted. Two different programmers and wands were attempted. Technical services discussed troubleshooting. After much manipulation a magnet established a magnet rate.

Manufacturer narrative:
The field representative was not made aware of this event and had no further details to provide. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.